Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00718. It was reported the patient experienced ineffective stimulation. Diagnostics indicated invalid impedance readings. Reprogramming was unable to provide effective therapy. Surgical intervention was undertaken and both leads were removed and replaced. Postoperatively, the patient is reportedly receiving effective therapy.